Manufacturer narrative:
Date of the event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-04937. It was reported the patient had ineffective stimulation therefore surgical intervention took place where the patient had their scs ipg explanted. Scs penta lead remained implanted. Patient had a drg trial and was getting better coverage with the drg system therefore a drg system was implanted.